Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2023-04082. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seals were intact. There was no evidence of the error in the event history log. The reported problem was duplicated. When a cassette was attached, the device had a constant alarm - cassette not attached properly. The device also failed calibration and pressure tests with an inoperable upstream occlusion sensor. It was recommended that the upstream occlusion sensor be replaced as corrective action. The inoperable upstream occlusion sensor was the cause of the reported issue. The root cause however was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a bad upstream sensor was found during testing. No patient injury reported.